Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 9/3/15 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there were no unexplained power on reset events found in the bb data indicating a power loss. No damage to the battery compartment/battery cap; returned battery cap securely attaches to the pump. The pump was run on a 24 hour programmed basal segment for 6 days w/ no intermittent power loss or rebooting observed. Unable to confirm or duplicate complaint of intermittent power. Black box data from date of power issue (B)(6) 2015 unavailable; overwritten due to continued use. Battery cap contact width and heighth in tolerance. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.